Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery cap was unable to tighten onto the pump, and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: there were pump reboots observed in the black box. The pump was unable to maintain an electrical connection with the returned battery cap due to the cap detaching. The battery cap threads and top of the cap were damaged and the battery compartment was cracked. The pump was exercised for 24 hours with a test battery cap with no reboots, loss of power or call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were observed inside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.